Event description:
It was reported that the obturator accessory component on three (3) size 5.5 ped, pediatric tracheostomy tubes was difficult to insert and withdraw. This was experienced with both initial use and re-use of the devices and the accessory component. There were two (2) pts involved with no reported pt injuries. The devices were returned to the MFR on 07/01/1998 for decontamination, analysis and investigation. Device evaluation results are recorded in section h. Of this report.